Manufacturer narrative:
(B)(4). Date of follow-up report : 04/23/2015. Visual inspection found that the rotation knob could spin indefinitely in either direction. An internal inspection of the handle found the rotation stop tab was damaged and the grey wires inside the rotation wheel were severed. The damaged wire created an open in the sealing circuit which caused an instant regrasp alarm and prevented any seal effect from occurring. The damage to the stop tab and wires is consistent with rotating the knob past the rotation limits. The investigation identified the root cause of the reported event to be user damage. The IFU states not to turn the rotation wheel when the handle is latched. Product damage may occur. No trend has been identified for this failure mode. No corrective action is required. An additional failure was found during the investigation: the jaw wire was damaged. The additional findings did not contribute to the reported condition. The damage to the jaw wire is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device or another instrument. There is nothing known in the manufacturing process that would cause this type of peeling damage. The investigation identified the root cause of the additional finding to be an user error. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. No trend has been identified for this failure mode. No corrective action is required.

Event description:
The customer originally reported that during the use the device was not reading the tissue impedance. The device was replaced and the problem was solved. No injury reported. Upon receipt for investigation on 04/10/2015, it was noted that part of the jaw insulation was damaged and it could not be confirmed that all pieces were present. Additional information was not available from the site.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.